Event description:
Caller reported a malfunction on pump, identified as malf 0, but it was resolved with assistance from technical support by performing a reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was able to continue using pump and was advised to contact technical support again if any more issues occurred, which was acknowledged and understood.